Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of fentanyl via an implantable pump for non-malignant pain. It was reported the patient received a new pump on (B)(6) 2019. The patient reported the new pump has not worked correctly since implant. A dye study was performed on (B)(6) 2019 and the dye test showed the device was not working correctly. The patient was told they would have to have surgery. The patient had an upcoming appointment with a surgeon. No symptoms were reported. No further complications were reported or anticipated.